Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing skin ulcer and the lifevest equipment sat on top of the area. There was no alleged device malfunction contributing to the irritation. The patient's nurses treated the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.